Manufacturer narrative:
The device is expected to be returned for investigation, however it has not yet been received.

Event description:
The event involved a plum a+ pump. The customer reported that the device was shutting off with power on an unknown date. It is unknown if there was patient involvement; however, no harm was reported.

Manufacturer narrative:
Testing of the plum a+ device was performed in the field at the customer site. The self test was performed to attempt to duplicate the reported issue of device shutting off with ac power. The reported issue was not duplicated. The reported issue was not confirmed in the history. The probable cause of the reported issue couldn¿t be determined because no problem was found with the ac power. During testing, an issue with a dead battery was identified. The probable cause is a defective battery.